Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 mm piece of proximal platinum marker of the implant fractured') and genital haemorrhage ('excessive spotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine spasm ("daily uterine cramps"), fatigue ("chronic fatigue"), weight loss poor ("not being able to lose weight") and mood swings ("mood swings"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("1 mm piece of proximal marker of the implant could not be removed"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure implants). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and complication of device removal had not resolved and the genital haemorrhage, uterine spasm, fatigue, weight loss poor and mood swings was resolving. The reporter considered complication of device removal, device breakage, fatigue, genital haemorrhage, mood swings, uterine spasm and weight loss poor to be related to essure. The reporter commented: ten years of undiagnosed ailments. Her uterus is healthy and she already feel so much better 1 week after surgery than before removing the coils. No need for hysterectomy because the piece left was not part of the coil, it was a piece of the proximal implant marker, only made of platinum. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: confirmed that the 1 mm piece left was only the proximal marker of the outer implant, it is platinum metal. X-ray - on (B)(6) 2019: confirmed that the 1 mm piece left was only the proximal marker of the outer implant, it is platinum metal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 mm piece of proximal platinum marker of the implant fractured') and genital haemorrhage ('excessive spotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine spasm ("daily uterine cramps"), fatigue ("chronic fatigue"), weight loss poor ("not being able to lose weight") and mood swings ("mood swings"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("1 mm piece of proximal marker of the implant could not be removed"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure implants). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and complication of device removal had not resolved and the genital haemorrhage, uterine spasm, fatigue, weight loss poor and mood swings was resolving. The reporter considered complication of device removal, device breakage, fatigue, genital haemorrhage, mood swings, uterine spasm and weight loss poor to be related to essure. The reporter commented: ten years of undiagnosed ailments. Her uterus is healthy and she already feel so much better 1 week after surgery than before removing the coils. No need for hysterectomy because the piece left was not part of the coil, it was a piece of the proximal implant marker, only made of platinum. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: confirmed that the 1 mm piece left was only the proximal marker of the outer implant, it is platinum metal. X-ray on (B)(6) 2019: confirmed that the 1 mm piece left was only the proximal marker of the outer implant, it is platinum metal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.